Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional iliac stent procedure. Reportedly, the plunger didn't go all the way down during plunger deployment. The sutures of the device came out with the device. A second proglide device was attempted but the sutures of the device came out with the device when removed from the anatomy. A 7f sheath was placed to stop the bleeding and protamine was given. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.